Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. This document represents our final report.

Event description:
Laparoscopic roux en y gastric bypass - primary surgeon, dr. (B)(6), placed the firs t3 trocars without incident. Assisting surgeon placed 4th trocar. Dr. (B)(6) reported "the trocar came in fast" and punctured bowel. He reported no adhesions at location of port entry. After injury, dr. (B)(6) reported suturing and repairing defect. When recalling incident to me he states that the trocars are too sharp and considers this injury caused by the sharpness of the trocar. Patient was hospitalized for 11 days post surgery with reoperation on day 4 to place a drain. Then discharged to long term care."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.